Event description:
Event description guidant received information that at the implant procedure this ventricular epicardial lead perforated the right ventricle. The patient underwent a thoracotomy due to a hemothorax from the perforation of the suprerior vena cava. The blood was drained. It was explanted. Another gudiant lead (4047/102340) was prophylactically implanted on the rv epicardial surface and surgically abandoned, in case the patient needs another lead in the future. The patient was stable after the procedure.